Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) had a selector knob that had broken off and it was noted that the upper case of the epg was broken with one encoder knob missing. It was further noted that the lower case was broken, display wire was pinched (whilst wire insulation was not compromised) and four case screws were contaminated. The liquid crystal display (lcd) was replaced as a preventative and firmware updated. All found defective parts were replaced and all other identified issues were resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a selector knob that had broken off. No patient complications have been reported as a result of this event. The epg has been returned for service and repair.